Event description:
Report received from the USA stating that "when driver is sued with the s-saw, it stops turning when it hits the bone." The device was used in cervical spine surgery. The device was used to take a bone graft from the hip. There were no patient or user injuries reported. There was no delay in surgery reported. There was no additional information provided.

Manufacturer narrative:
The device has not been received by anspach. The device was evaluated and it met manufacturing specifications. There was no problem found. The event was not confirmed. If additional information is received, a supplemental report will be sent. (B)(4).